Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was a use error, which occurred at 21:24pm on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 8 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Event code "18" recorded in the instrument logs at 21:24pm on 22 may 2019 indicates that none of the reagent bottles designated for ethanol contained reagent at a concentration in excess of 98% as required for use in the final dehydration step of a protocol; and the information displayed instructed the user to replace the reagent in bottle 8 (ethanol). The instrument logs show that bottle 8 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 21:24pm on 22 may 2019, which is not sufficient time to replace the reagent; and the properties of the corresponding reagent station were reset at 21:24pm on 22 may 2019, with a user affirming in the instrument software that the ethanol concentration in bottle 8 was to be set to the default value of 100%.the properties of the reagent bottle in 8 prior to this user action were: ethanol concentration = 77.2%, cycles =57, cassettes =6139 and days = 42. Although the user affirmed that the ethanol concentration in bottle 8 (ethanol) was to be set to the default value of 100% at 21:24pm on 22 may 2019, the actual ethanol concentration remained unchanged at 77.2% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 8 (ethanol) was used for the final dehydration step of the following six (6) protocols , which comprised a total of 755 cassettes: the "6 hr-run" protocol started in retort b at 22 may 2019; the "factory 8he xylene standard" protocol started in retort a at 16:50pm on 23 may 2019; the "6 hr-run" protocol started in retort b at 21:56pm on 23 may 2019; the "routine run" protocol started in retort a at 15:10pm on 24 may 2019; the "factory 8hr xylene standard" protocol started in retort b at 18:45pm on 24 may 2019; and the routine run@" protocol started in retort a at 09:27am on 27 may 2019. As the minimum final reagent concentration required for ethanol is 98%, the quality of tissue processing from each of the six (6) protocols detailed would have been adversely impacted. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
On (B)(6) 2019, leica biosystems received a complaint of "poor processing", with the affected tissue samples being described as "hard" and "mushy". The complainant advised that multiple runs started on (B)(6) 2019 were impacted with one (1) case affected; and two (2) runs executed from friday to saturday ((B)(6) 2019) in either retort a or b were also impacted. On (B)(6) 2019, a leica field service engineer (fse) visited the laboratory to assess the operation and function of the instrument. The fse found that the instrument was operating within specification. On (B)(6) 2019, leica biosystems (B)(4) received information from the leica senior applications specialist assigned to this event that tissue samples from all cases involved in this event were diagnosable.